Manufacturer narrative:
Additional information was received that the unit did not shut down. System had a circuit leak and the unit was changed out immediately when circuit leak was detected. There was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in unit loss of ventilation during a case. The patient was switched to manual ventilation, unit replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information to date after calls to end user 03/05/25 and 03/28/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.